Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly and the needle was able to be advanced past the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed a perforation in the dilator. During a left-sided avrt procedure, while advancing the needle into the sheath, resistance was noted. The device was exchanged and the procedure was completed with no adverse consequences to the patient.